Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, iit was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value.